Event description:
A zoll dist returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor would not power on past the startup screen. The cause of the resets and inability to power on is corrupted files on the sd card. The root cause of the corrupted files cannot be positively identified. No adverse event resulted from defective sd card.